Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the event, however, a root cause could not be identified. Additionally, image blacked out. Reasonably known information suggests probable causes such as electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, the bronchovideoscope exhibited error e315. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11. The reported event was not confirmed.

Event description:
No additional information received from customer.